Event description:
A bayer sales rep contacted customer service on behalf of a canadian customer. The customer alleged that his contour usb meter read high compared to another meter. On one occasion, contour usb read 24.1 mmol/l, while the other meter read 10.5 mmol/l. On another occasion, contour usb read 18.3 mmol/l, while the other meter read 9.1 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.